Event description:
It was reported that pump display had pixel issue that affected ability to see and read screen. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, was instructed to place pump into storage mode, reconnect continuous glucose monitor and reprogram settings on replacement pump, and was advised to return affected pump using prepaid label while tandem technical support arranged replacement under warranty.